Event description:
It was reported the programmer will not power up or print full size copies. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer will not power up; power supply found out of electrical specification. Analysis not able to confirm the programmer printing issue. Analysis also found the system fan is noisy. (B)(4).